Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "partially ruptured" and "softness of right breast implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ deflation-breast: not observed, it cannot be seen according to the condition of the photograph. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "partially ruptured" and "softness of right breast implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observe a delamination total of the valve (adhesive failure). ¿ visibility/palpability: unable to observe. As per the investigation procedure, creases and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "partially ruptured" and "softness of right breast implant". This record is for the right side. Device has been explanted.